Manufacturer narrative:
Patient/user involvement: the facility respiratory supervisor reported there is no indication or evidence that the patient was affected. She reported she has no evidence there was patient harm and in her medical judgment, this was not a serious injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient disconnect between the mask and the circuit on a v60 device while it was being used on a patient. The customer reported it is unknown whether the device alarmed. There was no patient harm. Patient information was requested; none was provided.